Manufacturer narrative:
(B)(4). The manufacturing investigation is in progress. A follow-up report will be submitted upon completion. (B)(4).

Event description:
A report was received from an optician regarding a patient who experienced eye inflammation and corneal ulcer in (B)(6) 2014. The patient changed to a daily lens. Additional information was requested but not received.